Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon troubleshooting, fse found that the system had power supply failure because 24 volts dc power was missing on the dcm board. Fse replaced the dcm board, but issues persisted. Review of the system log files confirmed malfunction of the fan tray and dcps. To resolve the issue, fse replaced the power distribution unit (pdu) fan tray and direct current power supply (dpcs) module. The defective part was returned to philips for failure analysis. The cause of the failure was found to be a power supply unit. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.